Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the video system center exhibited e333 touch panel error due to a faulty touch panel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned and evaluated, and the customer¿s allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a faulty touch panel. Olympus will continue to monitor field performance for this device. The following were updated: b4, g3, h2, h3, h4 and h11.